Manufacturer narrative:
(B)(4).

Event description:
It was reported that implant (tsvwb13) was removed due to infection and fracture at tooth location 19. Bone loss, inflammation, and pain were also reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 13mm (tsvwb13) was returned for investigation. Visual evaluation of the as returned product identified significant wear and debris about the external threads. The implant collar is noted to be fractured. The patient is noted to have a history of smoking, which could contribute to infection. The reported product was located on tooth # 19 (universal) and used for an unknown period of time. Bone loss, inflammation and pain were reported as patient impact. The reported event could not be recreated due to the nature of the dental device and event (fracture & medical conditions) the customer has returned an x-ray of the product in the surgical site. The implant is noted to be fractured at the collar. Signs of infection could not be verified. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Sterilization record could not be reviewed without relevant lot number. A complaint history review by item number was conducted for the tsvwb13 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. February post market trending was reviewed and there were no actionable events or corrective actions for the reported events (implant fracture & infection) or product (tsvwb13). Therefore, based on the available information, device malfunction has occurred and the reported fracture event was confirmed following evaluation of the returned product. However, the reported infection could not be verified with the information provided. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.